Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and excessive no delivery. The patient's blood glucose at the time of incident was 125 mg/dl. The customer stated that he fell into a lake while wearing his pump. Troubleshooting was initiated for the pump exposure to fluid, button error alarm, and excessive no delivery alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to moisture damage on keypad trace. The insulin pump was unable to perform displacement test, self-test and unexpected error test due to unresponsive button. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker.